Event description:
It was reported that a highly active user experienced frequent and prolonged low glucose while using the ilet, describing the algorithm as aggressive and noting a lowest glucose of 52 mg/dl; the user paused insulin delivery intermittently during extended exercise and ultimately discontinued use, seeking to return to a previous pump. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included interviews with the user and analysis of information provided by the user and clinician. Investigation of this case revealed no specific findings and insufficient information regarding a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.